Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigations complete.

Event description:
It is reported that the pt experienced redness and swelling. It is further reported that the articular surface was revised.